Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 90077779. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that prior to use it was discovered that the plunger rod was broken with a 0.5 ml bd ultra-fine¿ ii insulin syringe. The following information was provided by the initial reporter: syringe push rod is broken.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that the plunger rod was broken with a 0.5 ml bd ultra-fine¿ ii insulin syringe. The following information was provided by the initial reporter: syringe push rod is broken.